Event description:
It was reported that the external pulse generator (epg) had broken cases. Therefore, the epg was returned for service. There was no patient involvement. It was further reported that the generator had been dropped. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the generator was dropped. Analysis also found that the lower case, one bail cover and the battery drawer were broken, the upper case was dented, the ring cover was contaminated, five case screws and one bail were missing, the ring was bent, the keyboard was scratched and torn and the serial number label was damaged. (B)(4).